Event description:
It was reported that, "the primary packaging looked ok. Secondary packaging glue was undone so a new implant was opened."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.